Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; b30 no image error occurred, and image was present when the printed circuit board was swapped for a temporary connector. The second dunk test was not able to be performed as there was a leak between the right/left (rl) and up/down knob, due to a misalignment; the plastic cover of the distal end was scratched with a sharp edge, the light guide lens was cracked in two (2) places, the bending section cover was discolored, crack and sharp; these findings would all require repair and/or replacement. The following replacements were recommended for repair: the labeling was scratched and peeled, the insertion tube insulation had a 5 mohm and no leak found, the evis switch/camera was cut at switch button one, the control knob movement had excessive play, there was old glue on the objective lens, and the scope connector had a plug unit failure. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii colonovideoscope, there was a video connection problem and errors codes 315 and 311 were present. The issue occurred during the procedure and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was found that a leak occurred due to physical stress between the right/left angulation control knob and up/down angulation control knob. It is likely when water invaded the scope, it led to an abnormality in the electrical parts and resulted in the displayed error message temporarily. The event can be detected and prevented by following the instructions for use (IFU) which state: "inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.